Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, the guidewire got stuck in the left ventricular lead and could not be pulled back. The lead was not used and a new lead was implanted. The patient was in stable condition.